Event description:
It was reported that during normal fluoro, the fluoro foot-switch on the 2800 system was disengaged and the system continued to fluoro. The main power breaker was pushed to remove power than the 2800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated, nor did the customer report any other failure. The system was tested and found to be working as intended and put back into service. The root cause is unk.